Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an in-stent restenosis of a non-bsc stent in the moderately tortuous and mildly calcified mid to distal right coronary artery. A 2.75mm x 20mm emerge balloon catheter was advanced for dilatation. However, when inflation was performed, the balloon came in contact with the stent edge diagonally and the balloon ruptured when the pressure was increased at about 5 atmospheres. The device was replaced with a non-bsc nc balloon catheter and the procedure was continued. No patient complications were reported.